Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-apr-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the internal pump was beeping every 10 minutes since a couple of weeks ago. It was noted the patient no longer used the pump as the healthcare provider (hcp) ¿severed¿ the catheter four years ago when the patient had a pain stim device implanted. They decided to not continue to use the pump once the pain stim device was placed. It was suggested the caller consult with an hcp to disable the alarm. The patient did not have a managing physician. Patient symptoms were not reported. No further complications were reported.